Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iop elevation and decreased vision are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA on 10/12/2016.

Event description:
The surgeon reported that after a successful istent surgery the patient presented post-operatively with elevated pressure (around 40 mm hg), with a shallow anterior chamber and choroid issues. The patient also reported decreased visual acuity. A laser peripheral iridotomy was completed. The surgeon conferred with the glaukos medical monitor who reported that the cataract surgery with istent implantation was uneventful. Preoperatively the patients iop was approximately 20 mm hg on medication. Immediately postoperatively the patient presented with visual acuity 20/40, deep anterior chamber with iop in the high teens. Within 1 week the patient returned with iop 40s, va 20/200 and a shallow anterior chamber. The surgeon added glaucoma medications and cycogyl after a laser peripheral iridotomy was completed. The surgeon noted peripheral chorodials prior to anterior shallowing and iop elevation. The glaukos medical monitor and surgeon discussed possibilities of pupillary block after choroidal effusion or aqueous misdirection. The surgeon provided the following additional information to glaukos on (B)(6) 2016. In the surgeon's opinion the iop rise was due to uveal effusion causing anterior chamber shallowing and narrowing of the angle. The lpi was performed on (B)(6) 2016 to treat the iop, shallow anterior chamber, and choroid issues. Aqueous suppressants were prescribed for the anterior chamber and choroid issues as well. The patient current eye pressure and vision were reported to be stable. The patient will likely continue to need glaucoma drops. The adverse events were reported to be resolved.